Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing record for the reported did not find any related nonconformities. Device not explanted.

Event description:
It was reported to nevro that a patient had developed a hematoma at the lead insertion site post-operatively. The hematoma was aspirated and there was no sign of infection. It was reported that the patient is recovering from the surgery but due to the patient's comorbidities it may take longer for the patient to heal.